Event description:
It was reported that the patient experienced erosion 5 months ago with his artificial urinary sphincter (aus). The device was previously removed and a new aus consisting of a 4 cm cuff, a pump and a 61-70 balloon. No further patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.